Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-10183. It was reported the patient (B)(6) experienced very strong stimulation in areas other than those targeted for stimulation. In addition, the patient was unable to make adjustments to her stimulation using the patient programmer. Diagnostic testing identified high impedance values. Reprogramming was attempted to no avail. X-ray imagery revealed the lead had disconnected from the ipg. Surgical intervention was undertaken to address the reported issue. It was found that the lead did not fit well inside the ipg and the lead was subsequently explanted and replaced. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.